Manufacturer narrative:
The device body, bayonet lock and loose segment of device catheter were returned to the MFR (MFR.) And have been analyzed as follows: visual and microscopic examination of the device septum revealed raised silicone material in the septum which may have been caused by usage of a coring needle. No internal damage was noted. Discoloration, compression marks and irregularly cut material were seen approximately 3 1/4" from the mfg (distal) end of the catheter. The damage seen appears to be consistent with "pinch-off sign." The device and loose segment of catheter were patent with no resistance felt when flushed with 5cc of sterile water. No leaks were noted when the device and loose segment of catheter were pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report that "the catheter sheared at the clavicle" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR.'s analysis of the device. No further details are available. The customer will be notified of the MFR.'s findings and forwarded an article exclusive to "pinch-off sign" for their review. The MFR. Is now closing the file on this event. Submitted 4/6/1998.

Event description:
On 12/22/1997, the physician's assistant informed the MFR's (MFR) sales rep that the device catheter sheared at the clavicle. The sheared segment of the device catheter had to be removed in radiology and was given to the pt. The device housing remained in the pt. It was also reported that a new device must be placed (after the holidays); however, a specific date was not given. No further details were provided at this time.